Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the ventricular leadless pacemaker (vlp) had high capture thresholds which led to loss of capture. The patient was asymptomatic. The vlp was explanted. The patient was stable throughout the procedure.